Manufacturer narrative:
(B)(4).

Event description:
The customer stated she was having power issues with the meter and issues with the display. While troubleshooting with customer support, a display check was performed and the display was incomplete. The customer stated she thought the numbers looked like "777" with lines and dashes and the "888" segment field of the display was not complete. This could lead to misinterpretation of results. There was no allegation of an adverse event. The customer stated she tried three sets of batteries which showed no sign of corrosion. The customer cleaned the contacts and stated the display came on but was dim and hard to see. The suspect meter was requested to be returned for further investigation.

Manufacturer narrative:
The customer's meter was received for investigation and it was determined the pcb was contaminated by liquid which penetrated/corroded the solder contacts. A display test showed no abnormalities. The board showed contamination of invading liquid and leaked battery. This contamination can temporarily lead to the alleged failure. The root cause is contamination of the contacts due to improper handling or maintenance by the customer. A customer risk for reading wrong measured values can be excluded, since no meaningful number was displayed. Medwatch field were updated.